Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the pulse generator exhibited backup vvi operation. On (B)(6) 2016, the patient feeling dizzy presented in clinic for follow up. A device software was performed successfully.